Manufacturer narrative:
(B)(4). Method: the subject rt380 breathing circuit was returned to the regional service centre, where it was functionally assessed. Results: the functional test confirmed there was no fault found with the subject device. Additionally, the used respiratory humidifier alarmed as intended for this type of fault condition. Conclusion: we are unable to confirm the cause of the reported event as there was no fault found with the device returned to our regional service centre. The user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". The user instructions also state: "check all connections are tight before use." "Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in china reported that an rt380 adult dual heated evaqua2 breathing circuit disconnected from a heater wire adaptor during use, which triggered an alarm from a respiratory humidifier. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that an rt380 adult dual heated evaqua2 breathing circuit disconnected from a heater wire adaptor during use, which triggered an alarm from a respiratory humidifier. There was no reported patient consequence.